Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device detected high out-of-range shock impedances on a competitor's right ventricular (rv) lead. An x-ray could not confirm a lead fracture. Surgical intervention is desired however patient has declined. No adverse patient effects were reported. Remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor scratches on the case and body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.